Manufacturer narrative:
(B)(4). The device was returned for analysis. The advancer, handshake connections, sheath, coil and burr were microscopically and visually examined. The annulus of the device was damaged and not rounded. The rotawire used in the procedure was returned for analysis so functional testing was performed with this rotawire. The wire was able to be re-inserted into the annulus of the burr and advanced through the whole device with no resistance. Inspection of the device presented no damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00441. It was reported that a rotaburr and rotawire removal difficulties occurred. A 330cm rotawire¿ and a 1.50mm rotalink¿ plus were selected for use. During the procedure, when the rotawire was advanced through the burr, it was noted that severe resistance was encountered and the rotawire did not advance well. The procedure was completed; however, it was noted that severe resistance was felt when the rotaburr and rotawire were removed. No patient complications were reported.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the rotalink burr was not inserted to the portion of the spring tip solder joint. Therefore, there is no possibility that the rotalink burr touched this portion of the rotawire. Furthermore, the missing solder joint was observed outside the patient. No pieces of the rotawire remained in the patient's body.